Event description:
A customer reported obtaining elevated total b-hcg results for three serum samples from the same pt. The results were reported to the physician. Subsequently, one sample was tested at another laboratory using another commercially available instrument and yielded negative results a false positive total b-hcg result may lead to inappropriate physician action. There was no report of pt treatment or harm as a result of this event.